Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During the procedure, the device showed an error 28 on the console. As a result, the procedure was cancelled and rescheduled. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Reported here as healthcare facility name exceeded character limit for designated field.